Event description:
Boston scientific received information from a patient verification form, that the patient with this device passed away. As reported by a patient advocate, the device failed to treat and resulted in the patient's death. It is unknown if the device will be returned for analysis.

Manufacturer narrative:
Investigation with the local field representative and the local affiliate office, confirmed the family members have been unresponsive. In absence of identification of the hospital in which the patient died, no further information will be retrievable. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.